Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that it was confirmed that there was no abnormality in manufacturing, concession and variation via DHR. The legal manufacturer reported that the root cause for the ¿ scope communication err (b30)¿ could not be determined. The legal manufacturer reported that the unit was delivered to the customer on (B)(6) 2018. The legal manufacturer reported that the most probably cause for the reported event is the following: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts.

Manufacturer narrative:
The unit was not returned to the service center. The cause of the reported event cannot be determined at this time.

Event description:
The service center was informed that during preparation for use, the camera would not display an image and a ¿b30¿ error message was observed. There was no patient injury or patient involvement reported.